Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil into another manufacturer's microcatheter, the physician inadvertently bent the smart coil pusher assembly. Therefore, the smart coil was removed and the procedure was completed using new smart coils. There was no report of an adverse effect to the patient.